Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6). The lifevest treated the patient at 11:31:05 during supraventricular tachycardia (238 bpm). The high rate of svt contributed to the false detection. The response buttons were used between 11:29:25 and 11:30:17, but not immediately prior to the treatment. The electrode belt was disconnected shortly after the treatment was delivered. The patient was admitted to the hospital for additional evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital. Device evaluation was accomplished through a review of the patient's downloaded file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(6): 05/2014 - initial use. Electrode belt (B)(4): 03/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillations.